Manufacturer narrative:
The instrument settings were checked and found to be correctly configured. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the sodium electrode on a cobas 6000 c501 module. The first sample initially resulted in a sodium value of 166 mmol/l with a data flag. The sample was repeated, resulting in a value of 143 mmol/l. The second sample initially resulted in a sodium value of 173 mmol/l with a data flag. The sample was repeated, resulting in a value of 141 mmol/l. No questionable results were reported outside of the laboratory for this sample. The third sample initially resulted in a sodium value of 173 mmol/l with a data flag. The sample was repeated, resulting in a value of 138 mmol/l.